Event description:
It was reported that when using the bd pyxis medstation system, the full height cubie drawer was not detected on the communication bus, and the controller board had no power going through it and no lights in the back. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was not detected on the communication bus at the station due to the module controller was not receiving any power, nor the controller board. A field service engineer found the controller board was originally causing the issue with the module controller to be short circuit and not performing, so replaced the module controller and controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.